Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she has been experiencing a rash at the sensor insertion site since (B)(6) 2013. Patient has consulted with her endocrinologist who advised to keep an eye on the skin irritation. At the time of her call to dexcom technical support, patient reported that she was feeling discomfort at the sensor insertion site.